Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. Pacing impedance measurements were acceptable and stable. In clinic, out of range measurements were not recreated. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4) the system will continue to be monitored at this time. Should additional information become available this report will be updated.